Event description:
It was reported that the patient underwent a two-level tlif at l3-l5 using vertebral body spacers/rhbmp-2/acs supplemrnted with posterior fixation insrtumentaion. Approximately 2 weeks post-op, the patient began experiencing increased low back pain. Approximately 3 weeks post-op, the patient underwent CT-guided needle aspiration of fluid collections at l3-4 and l4-5, which were negative for infection. The fluid collections reportedly recurred within one week.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.